Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer displayed an error code during the incoming inspection, related to the micro processor unit (mpu). The telemetry c (wireless), signal was weak. The stylus tip position on the touch screen needed calibrating, and the anti-slip layer of the radiofrequency (rf), head was worn. The paper tray was nearly empty, and the logo button was missing. A software reconfiguration was performed to eliminate possible software issues. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.